Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that they were sending an extension kit back that failed during testing. If additional information is received, a follow-up report will be sent.